Event description:
Eleven months after the procedure, it was reported that the pt expired. The cause of death is unk. The pt is a male who was consented to the study in 2008. The index procedure was completed in the same day, and pt was symptomatic. The target lesion location was the ostium of the left internal carotid artery. There was no occlusion in the contralateral carotid. Reference vessel diameter was 6mm. Target lesion diameter stenosis was 60% with lesion length 25mm. Total length of stented segment was 40mm. Geometry of the lesion was eccentric and ulcerated. Qualitative lesion calcification was described as moderate and concentric. Vessel tortuosity by visual inspection was moderate. An angioguard (601814rmc/lot no.70707505) distal protection device was used, deployed, and retrieved successfully with no technical problems. A precise stent was implanted for treatment of target lesion. There was no malfunction with the stent. The final target lesion percent diameter stenosis was 0. There was no debris found in the basket upon retrieval of the angioguard device. Post-procedure medication was aspirin and clopidogrel. The procedure was completed. The pt left the angio suite neurologically intact. The pt was discharged the next day with clopidogrel and aspirin directed. The pt expired in 2009. The cause of death is unk. A relationship between the event, the cordis product, and index procedure was not provided.

Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt.